Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened button dome switch. Insulin pump had a cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer was having button malfunction. Customer's blood glucose 113 mg/dl. After troubleshooting customer was advised insulin pump would need to be replaced. No further information provided.